Event description:
This is filed to report a pericardial effusion. It was reported that a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with enlarged right and left atria and ventricles. One clip was implanted with no reported issue, reducing mr to grade 1. At the end of the procedure, the echocardiographer noted a slightly larger pericardial effusion than baseline. They continued to monitor in the catheterization lab. The effusion increased and the physician proceeded with pericardiocentesis. They also placed a balloon pump which was discussed before the procedure began due to the patients status, unknown if it was due to effusion. The origin of the effusion is unknown. There were no difficulties with the trans-septal crossing, as they had checked for effusion after the puncture. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported pericardial effusion could not be determined. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.